Event description:
Resident was being lifted out of whirlpool tub, the chair was turned to get the residents legs over the side. The chair disengaged from the lift dropping to bottom of the tub. Resident's head hit the side of the tube resulting in a 4cm. Laceration which needed 7 sutures.